Event description:
N/a.

Manufacturer narrative:
It was reported that left ventricle ruptured after the implantation of epic plus valve. The valve was removed and a smaller size epic plus valve was implanted, there was 30-40 min of delay in the procedure. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. A smaller valve was implanted, so it is possible the valve was miss-sized, which could have contributed to the reported event. However, the exact cause of the reported event could not be conclusively determined. Per the information available abbott cannot further speculate on why the reported ventricle ruptured occurred. The reported surgical intervention was a result of case-specific circumstances as a patch formation was done. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Codes removed: type of investigation: 4118 type of investigation not yet determined. Investigation findings: 3233 results pending completion of investigation. Investigation conclusions: 11 conclusion not yet available.

Event description:
It was reported that on (B)(6) 2025, a 29mm epic plus mitral valve was chosen for a procedure. After the implantation, left ventricle rupture occurred. A patch formation was done. The valve was removed and a new 25mm epic plus mitral valve was implanted. There was 30-40min of delay in the procedure. The patient was reported hospitalized for few days.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.